Manufacturer narrative:
Common device name: blood specimen collection device; intravascular administration set. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "nurse went to draw a pt with a butterfly and the tubing that connects to the butterfly was defective and blood poured into the hand onto my gloves."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "nurse went to draw a pt with a butterfly and the tubing that connects to the butterfly was defective and blood poured into the hand onto my gloves."